Event description:
It was reported that they had an issue with arctic gel pads. The item would not stick to the patient. The nursing staff tried a couple different pads and none of them worked. They had held these off to the side and would like know what to do moving forward.

Manufacturer narrative:
It was found that (B)(4) was a duplicate. Therefore, the record will be void. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an issue with arctic gel pads. The item would not stick to the patient. The nursing staff tried a couple different pads and none of them worked. They had held these off to the side and would like to know what to do moving forward.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-04710.

Event description:
It was reported that they had an issue with arctic gel pads. The item would not stick to the patient. The nursing staff tried a couple different pads and none of them worked. They had held these off to the side and would like know what to do moving forward.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.